Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The device passed all testing, was recertified, and returned to the customer. Review of the device log shows that when pads were initially detected, the device was in pads view. The device was then switched to pace mode and by design, ECG view was switched to lead view from pads view. Had the user switched the ECG view to pads, exiting pacing mode, the device would have displayed a pads signal. There are no critical errors that would have prevented the device from displaying a pads signal. Analysis of reports of this type has not identified an increase in trend.